Event description:
It was reported by service report that the retaining post was broken. The customer could not determine whether there was patient involvement or adverse consequences occurred.

Manufacturer narrative:
Pin bracket.